Event description:
It was reported, that according to given accounts from hosp personnel an evita 2 dura suddenly shut down without any alarm while being used on a pt. It was further reported that - during first device inspection by a local distributor service team - while switching on, the device gave a visual and acoustical alarms and displayed failure codes. The hosp staff decided not to use the device further, the device was passed to local dealers workshop. In correspondence between national/local dealer and the device MFR it was noted that the pt passed away but on request it could not be clarified if this was related to above mentioned event.

Manufacturer narrative:
The device internal log file has been analyzed at mfg site. Several entries related to device/ventilation problems over months are recorded. These device/ventilation problems accompanied by various alarms should have led the user to ask for device inspection. Due to missing info about the time and conditions of the reported event no conclusion could be drawn. The device has been requested for further investigation at MFR site but was not made available until now. Further results of a device investigation or based on further info will be reported in a f/u report.